Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent tang, causing them to be misaligned. The offset at the tips was 0.23 mm. The grip tang was not found to be cracked. Further inspection found a bent grip tip. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.82 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken jaw and loose parts. The procedure was completed with no reported injury. It is unknown if fragments fell inside the patient. No known impact or patient consequence was reported.